Event description:
It was reported that the disposable inner cannula, dic, appears to be too long when using one (1), dcfs device (size unknown). Limited information regarding the event, patient and device usage/maintenance. There was one (1) patient involved and reports that this incident may have caused bleeding. The device is not available for return.